Event description:
The following has been reported: biomed reported: 'during powering on sequence of pump it makes abnormal noises and immediately goes into a service needed error state.' Injury/adverse reaction: no. Infusion stopped: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for air compressor failure. Unit had red pump alarms at start up. Compressor did not function properly and failed recharge test. Removed and replaced air compressor. Performed recharge test and unit passed. No other damage found.